Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to pt's infusion site infection or reported hyperglycemia. Lot qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer stated that there was a red hard hot boil on his right arm and his blood glucose went up to 330 mg/dl. He went to see his doctor who diagnosed a staph infection. The customer stated that he cleans the site well and makes sure to not touch neither the needle nor anywhere near the cannula when removing needle cap. The pod was worn for 3 days.